Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the distal end of the pipeline was not already flared or deployed beyond the point of resheathing. There was no resistance felt when the pipeline was resheathed in the catheter. The stent did not advance unintentionally or slip before resheathing was attempted. The cause of event was not determined.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, ruptured left internal carotid artery (ica) aneurysm near the bifurcation, communicating segment with a max diameter of 8mm and 5 mm neck diameter. It was noted that the patient's vessel tortuosity was severe. The landing zone was 2.8mm distally and 3.1mm proximally.   It was reported that the microcatheter was placed distal to the aneurysm. An initial flair was observed in the left middle cerebral artery (mca) and was deployed. While deploying near the neck, the device slipped from mca. Re-sheathing the pipeline vantage stent  was attempted to gain access, but failed. It was noted that during the procedure, no movement occurred during placement, and there was no difficulty or friction during delivery or positioning. A single pipeline device was used, and it was successfully implanted at the intended location without missing the landing zone. The device did not jump during deployment and was appropriately placed with at least 3 mm past the aneurysm neck on each side. A side branch, specifically the left mca, was covered by the pipeline. The tip of the catheter remained stable and was not moved during deployment.  The device was taken out.  The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.